Event description:
It was reported that a faradrive steerable sheath clear was used in a pulmonary vein isolation ablation procedure. After transseptal access over a transseptal sheath, faradrive went over the exchange wire into the la, after removing the dilatator, aspirating and flushing of the sheath. While flushing, the physician saw air in the sheath. After a couple of times of aspirating, the problems remained. The sheath was replaced and the procedure was completed with no patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device technical analysis: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. Microscopic inspection of the hemostatic valve identified a deformation on the inner valve and the device did not pass leak testing due to the deformation. The insertion of compatible devices during normal use would not have caused this valve deformation; the valve damage is consistent with valve damage due to the dilator being inserted in the sheath for an extended period of time, most likely during transit to boston scientific.

Event description:
It was reported that a faradrive steerable sheath clear was used in a pulmonary vein isolation ablation procedure. After transseptal access over a transseptal sheath, faradrive went over the exchange wire into the la, after removing the dilatator, aspirating and flushing of the sheath. While flushing, the physician saw air in the sheath. After a couple of times of aspirating, the problems remained. The sheath was replaced and the procedure was completed with no patient complications. The device is expected to be returned.